Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received several unexpected restart alarms during normal use. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump alarmed motor error during the occlusion test due to a faulty force sensor resistor. Unable to perform the occlusion, prime, excessive no delivery or verify the excessive no delivery alarm test due to the motor error alarm. The pump was received with normal operating currents and passed the self-test, unexpected restart, rewind, basic occlusion and displacement test. The motor passed the motor test. No unexpected restart test during testing noted. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.